Event description:
No harm to patient. After 2 hours of starting this medication this rn called into room by other rn due to IV pump alerting downstream occlusion. Upon assessment, tubing leaking onto patient lap for unknown amount of time, patient states he had been unaware. Pants saturated with medication, unknown volume. Patient disconnected from tubing, medication bag spiked with new tubing and filter tubing and medication restarted. Clearlink continu-flo solution set (IV tubing): lot (10) r25h27079, mfg# 2c8519, clearlink non-dehp extension set (0.2 micron filter): lot (10) r25c12116, mfg#h8671.